Event description:
It was reported that the pacing impedance and thresholds have risen over time and now are both high in the right ventricular lead. The physician plans to continue to monitor the lead and replace at a later date. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacing impedance and thresholds have risen over time and are both high in the right ventricular lead. The pace/sense portion of the lead was capped and replaced with a new pacing lead. The defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.